Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 450 mg/dl with abdominal pain, blurred vision, excessive thirst, and excessive urination. It was reported that the battery compartment was cracked and the pump experienced an intermittent power issue. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. This complaint is being reported because the reported serious health event was attributed to a reported pump malfunction.